Manufacturer narrative:
One (1) sample was evaluated. Visual inspection identified a missing clear cap on the female connector. The reported condition was verified. The cause of the reported condition was found to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was missing the protective shipping cap on the female connector. This was observed during inspection prior to patient use. There was no patient involvement. No additional information is available.